Event description:
Additional information received on may 30, 2012, indicated that the patient was seen by a follow up physician. The manufacturer rep resentative stated that it was determined by tech support and device repair that the problem was the patient's recharger, which needed a new antennae. Impedances readings were normal. The new antennae was shipped to the patient. The patient was to go home and fully recharge. If the device continued to turn off automatically, the patient was to call and set up another appointment, but so far the manufacturer representative had not heard from the patient of the physician's office.

Manufacturer narrative:
Product ID 39565-30, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product type: lead, product ID 37752, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product type: recharger, product ID 37743, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient product ID 3708140, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product type: extension, product ID 3708140, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was having difficulty recharging with an average couple of 4 bars and an average time of just over an hour. The patient today had a meeting with the manufacturer representative and was able to get and keep 6-8 coupling bars. There was patient training and awareness to the screen during recharging. It was also reported that the patient's stimulation was turning off and it would happen a couple of times every day. The patient was not aware of any accident or incident related to this. The patient did see the "call your doctor" screen but would get past it by immediately pressing the stimulation on button, not the sync button, and it would be gone, which indicated not sure if stimulation was actually off or patient was just not feeling anything. The patient was educated on using the patient programmer, and monitoring codes. Impedance measurements were reviewed and found a1=232 ohms, a2=511 ohms, and a3 = 545 ohms. It was reviewed to increase impedance on a1, which would include decreasing the total number of electrodes programmed (currently 7 programmed for a1), including balancing out the program across the three programs instead of having some many loaded into a1. Reprogramming was going to be attempted to resolve issues and suggested to check back in two weeks after patient had time to assess system. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's stimulation was intermittent. The stimulation would turn off. The patient stated he did not press the sync key, but instead turned the stimulator on. The device could not be checked as it was in a discharged state. The programmer also had an antenna failure code with a temperature icon. The "call your doctor" icon was also noted. Additional information was requested.